Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the ostial right coronary artery (rca). While advancing a synergy¿ stent through a guide catheter, the stent came off the delivery system. It was not able to be retrieved. Another synergy stent was placed right behind it and safely crushed it with really good apposition. The procedure was completed with a different device. No patient complications were reported.